Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra- operatively in a laparoscopic bariatric- sleeve procedure on the stomach, the device locked on the third and fifth shot. They replaced the device to complete the case and resolve the issue. There was an extension of more than 30 minutes in the surgery, no harm with the patient they only extended the surgical time. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.